Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy. As reported, the tracking path was curved without stenosis. The reported application represents an off-label use of the device which is considered a contributing factor to the reported event. On the basis of the information available and as no sample was returned, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." Furthermore, the IFU states: "should unusual resistance be felt at any time during the procedure, the entire system should be removed as a single unit." The IFU also states that the e-luminexx vascular stent is indicated for use in the iliac and femoral arteries.

Event description:
It was reported that the vascular stent failed to deploy in the subclavian artery via access through the brachial artery by activating the trigger mechanism. As reported, the tracking path was curved but not stenosed. The delivery system was removed and another stent was deployed successfully. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007. (B)(6).

Event description:
It was reported that the vascular stent failed to deploy in the subclavian artery via access through the brachial artery by activating the trigger mechanism. As reported, the tracking path was curved but not stenosed. The delivery system was removed and another stent was deployed successfully. There was no reported patient injury.